Event description:
The customer reported a falsely elevated high-sensitivity troponin I (tnih) result for one patient generated on an atellica im 1300 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated additional times centrifuged and uncentrifuged on the same atellica im 1300 analyzer and the results were similar to the initial result. The sample was repeated on an alternate method and the result was lower. The customer is unsure which result is correct and suspects interference. The patient sample was then tested on two other alternate methods. For one of the methods, the result was elevated (above the reference interval for the method). For the second method, the result was lower (below the reference interval for the method). There are no known reports of patient intervention or adverse health consequences due to the discordant, tnih patient results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of discordant elevated results for a patient using the high-sensitivity troponin I (tnih) assay on an atellica im 1300 analyzer compared to an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 101 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (97.9, 93.6 ng/l) and in duplicate again after re-centrifugation (103.2, 99.6 ng/l). This indicates a sample/patient specific incident. The customer ran the sample on two other alternate methods. The sample was elevated on alternate method 2 but was low/normal on alternate method 3. The patient sample was not available to be sent to siemens for additional testing. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih assay and the alternate method troponin I assay will have similar results. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology." In addition, as per the instructions for use, in the elevated tni values in patients without ami section it states, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." No potential product issue is observed. No further evaluation of the device is required. MDR 1219913-2022-00466 were filed for different test dates.